Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Per tandem pump user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer overfilled the cartridge and did not practice the proper air removal techniques. Customer either reloaded the cartridge to resolve the issue or continued to use the existing cartridge. Customer¿s blood glucose level was 139 mg/dl.